Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer stated he will use infusion set and within hours received a no delivery alarm. The customer stated the issue occurred over the past 2 weeks. The customer has removed the reservoir from his pump and tried pushing the plunger on his own and was unable to push insulin through.